Manufacturer narrative:
Five pictures of a portex bivona flextend¿ tracheostomy tube were received for analysis. Picture one and two revealed that the shaft was broken between the tube and the connector. Picture three and five, the neck flange was broken. Picture four revealed that the shaft was broken between the tube and the connector. A review of the manufacturing process was performed; no discrepancies noted. The assembly process and training was reviewed with no discrepancies. A review of 32 assemblies was performed noting no damage to the units. The instructive "pkg-dfu-flc-2 rev.100 bivona tts flextend tracheostomy tube instructions" was reviewed. Based on the evidence, the root cause is unknown as the allegation was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the flanges to a smiths medical portex® portex bivona flextend¿ tracheostomy tube broke off. The patient was distressed and an emergency trach tube change out was performed. There were no further adverse effects.